Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "started having intermitted power issues while charging" was not reproduced. Evaluation was able to charge a known good battery with a known good ac power adapter with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump started having intermitted power issues while charging during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.